Manufacturer narrative:
H10: additional information received from the customer biomed: they had run the device for 24 hours with no reported errors. The bme advised the rse to close the case. Further information is being requested.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent: machine pressure sensor auto zero failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) informed the customer that the proximal pressure sensor is used to measure machine pressure and that the proximal pressure was not being measured. The rse advised the customer to perform the following troubleshooting steps in this order: verify the pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba), replace the 2nd and 4th machine autozero solenoids, and then replace the da pcba. The rse provided the customer with the part information and pricing for the solenoids. The investigation is ongoing.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the bme, it was stated that the device was being prepared for use but had not yet been placed onto a patient. The device was not in use on a patient when the alarm occurred. The bme did not provide if any of the rse's advised troubleshooting steps had been completed before their 24-hour test run of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.